Manufacturer narrative:
(B)(4). The customer reported a charge button failure and a beeping noise. There was no reported pt involvement. The device was evaluated and the field svc engineer verified the charge button failure message. The issue was resolved by reloading the software and rebooting the device. We are considering this a malfunction resulting from corrupt software.

Event description:
The customer reported a charge button failure and a beeping noise. There was no reported pt involvement.